Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was experiencing diabetes ketoacidosis and she went off of the insulin pump around the middle of august. The customer resumed the insulin pump therapy at the end of september. During the call, the customer stated that she was hospitalized for diabetes ketoacidosis. The customer stated that she went to the hospital on three different occasions since june. The blood glucose reading was over 600mg/dl. The customer stated that she treated her high glucose with a bolus, but it was not decreasing. No further info was performed.